Event description:
Customer reports to have moisture in reservoir compartment. It was reported that customer fell in rain water on top of pump and blood went back into tubing. As a result, insulin pump was blank and would not come back on. Customer's blood glucose was 294 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device passed displacement test and self test. Device inspected and found no moisture on electronics devices. (B)(4).